Event description:
Per a report from the pt, peritoneal dialysis catheter tubing cracked and broke three times in 90-days near adapter resulting in leakage. Tubing breakage occurred after 1-1/2 years successful use and shortly after pt began to use fresenius peritoneal dialysis belt.